Event description:
It was reported that the ventricular assist device (vad) patient was admitted with shortness of breath, chronic anemia, and concerns for decompensated heart failure with atrial fibrillation. An electrocardiogram was performed, and the patient was found to be in a trial fibrillation. Electrophysiology was consulted and the patient was cardioverted. The patient's antiarrhythmic medication dose was increased, and the patient was started on a beta-blocker and a diuretic. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: one (1) pump with an unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs report did not reveal any anomalies logged within the analyzed period. Of note, the pump ID was not set during the initial programming of the controller. Additionally, multiple clock change events were logged within the analyzed period. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time and the implant date to match the current date/time of the monitor. These are additional findings not related to the reported event. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change events can be attributed to troubleshooting and the controller with no set pump ID connected to the monitor, triggering the monitor to update the date/time of the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.